Manufacturer narrative:
It was later determined that a patient was not present when the alleged malfunction was discovered by a scrub tech while placing the instruments back in the tray outside of surgery.

Manufacturer narrative:
Patient information has not been provided. The device was returned to the manufacturer for analysis and showed signs of physical damage. The head of the screw is not rounded out, but there are tool marks around the outside edge of the screw head. The travel of the screw is normal without issue. The clamp face is slightly bent to one side and the retainer ring on the tip of the adjustment screw is stretched from overtightening allowing the clamp face to be loose. This physical damage, deformation, directly caused the event. The device was replaced and there were no further issues.

Event description:
A site representative reported that a spine clamp was damaged. It was noted that the screw was stripped on the clamp. There was no patient harm reported.